Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a pre-implant battery voltage of 3.13, when the boxed label said it should be 3.25 volts. The device was returned to guidant for analysis.